Manufacturer narrative:
Correction g3: date received by MFR the correct date is 2/25/2021 and not 3/02/2021 as reported in the initial MDR. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'nuisance upstream occlusion alarms' which was not reproduced. A review of the event history log identified upstream occlusion messages on the reported event date. The reported condition was verified. The ultrasonic sensor was found out of the optimal calibration range which is a known cause of this issue and the evaluator could not calibrate the sensor. The ultrasonic sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion in a confirmed covid room. There was no obvious source of alarm. It was stated that the tubing used for all medications is solution set, male luer lock adapter. The medications most often affected are: norepinephrine 16 mg/250ml ns, hydromorphone .4mg/ml 100ml ns, and morphine 2mg/ml in 100 ml ns. The event happened during delivery at the intensove care unit (ICU). There was no known patient injury or medical intervention associated with this event. No additional information is available.